Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their silserter. The customer states that they did not receive a silserter, and have been using their old one. The customer states their old serter is broken, and is causing infected sites when they try and use it. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states the prong is broken. The serter is being replaced.